Event description:
The housing's weld was fractured during a service evaluation at the manufacturer facility. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences related to this event.